Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event . Wire has been cut.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The returned pad-pak was manufactured as part of a lot of 200 on the 23rd september 2016. The device history record shows that all pad-pak's were tested on the 25th september 2016 with no recorded fails. The capacitance tests also confirmed all electrode cables as being intact. Information from the pad-pak device history record indicates that 170 pad-pak units were dispatched to (B)(4) on the (B)(4) 2016 and the (B)(4) 2016. The date of the customer complaint was on the (B)(6) 2017 and the pad-pak was returned to heartsine for investigation on the (B)(4) 2017. The pad-pak was observed to be disassembled, the foil packet was removed and the electrodes were stuck together. The sternum wire also appeared to be cut. Information provided by the customer indicates that the pad-pak was used as part of a training exercise and they noticed the cable was cut but proceeded to remove the foil wrapper and electrodes and then stick the electrodes together. The wire had been damaged at a location which would coincide with the upper and lower case contact points which suggests the wire could have had been inadvertently trapped. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.